Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 520 mg/dl. The customer declined to troubleshoot for their high blood glucose as it was attributed to the dinner they had. The customer also reported that the insulin pump did not alert them when they were high. It was found the customer's high glucose limits was off. The customer also requested assistance with turning their sensor back on. No additional information provided.